Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called technical services and reported he was inappropriately shocked by the device. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was later reported that the patient was admitted into the hospital after receiving inappropriate therapy due to the right ventricular lead having high impedance, oversensing, and noise due to a lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.